Event description:
(B)(4). I bled for 4 months after it was put in. It was horrible because I just had a new baby. Severe lower back pain that either shoots pain down my left leg or has went up my back and caused my back to go numb. It is a severe burning sensation to the point I can stand and have to sit down. I've had clumps of hair coming out and gained 13 lbs without cause. I've been to the doctor and after examining me she could not find an explanation for the things I'm experiencing and the symptoms started a month after essure. I have never had any of these symptoms before essure.